Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The shock impedance was 38 ohms. Technical services reviewed the device downloaded data and found an impedance reading greater than 200-ohms. The sensing vector was set to the secondary sensing vector. The doctor elected to program the system off and schedule a revision procedure. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that an x-ray was done to check the system. It was confirmed that the patient had been twisting the device and had pulled out all sutures. The pulse generator and the electrode suture sleeve had migrated significantly. The electrode was folded in on itself so much that the doctor could not disconnect or remove the pulse generator from the pocket without unraveling the electrode first. The system was successfully removed and then re-implanted. The doctor was sure to add many more sutures to assure the system remains in the correct position. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The shock impedance was 38 ohms. Technical services reviewed the device downloaded data and found an impedance reading greater than 200-ohms. The sensing vector was set to the secondary sensing vector. The doctor elected to program the system off and schedule a revision procedure. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the system was actually replaced at the last procedure, and not re-implanted. Both the pulse generator and the electrode were replaced with new products. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that an x-ray was done to check the system. It was confirmed that the patient had been twisting the device and had pulled out all sutures. The pulse generator and the electrode suture sleeve had migrated significantly. The electrode was folded in on itself so much that the doctor could not disconnect or remove the pulse generator from the pocket without unraveling the electrode first. The system was successfully removed and then re-implanted. The doctor was sure to add many more sutures to assure the system remains in the correct position. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The shock impedance was 38 ohms. Technical services reviewed the device downloaded data and found an impedance reading greater than 200-ohms. The sensing vector was set to the secondary sensing vector. The doctor elected to program the system off and schedule a revision procedure. There were no additional adverse patient effects.

Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of no problem detected.